Event description:
This x-ray system has a flickering monitor resulting in no image during moments in a procedure. Also, the exposure outcome is "dark".

Manufacturer narrative:
Method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.